Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were impedance issues with an implantable neurostimulator, specifically the percept pc model used for deep brain stimulation. The patient had impedance issues for a while, which were addressed when the battery was replaced on(B)(6) 2024. It was thought they were corrected but reappeared at a follow-up visit. The patient underwent a surgical intervention where the neurostimulator battery was replaced. During the procedure, impedance tests were conducted multiple times, and normal results were obtained when the pocket was opened and the new battery was connected. However, at a subsequent follow-up appointment, the office reported that the impedance issues had reoccurred. No environmental, external, or patient factors contributed to the problem. The issue was not resolved at the time of the report, and the device remains implanted and in service. No patient complications have been reported as a result of this event. The rep will meet with the physician to discuss actions/interventions and patient outcomes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received by the rep stating the impedance issue that happened before the replacement surgery was observed by the patient's nurse at least 5 years ago. The cause of the reoccurring impedance issue was not determined. Regarding actions/interventions, when the healthcare provider (hcp) took out the old implantable neurostimulator (ins), they wiped down the contacts, dried them, then seated them in the new percept and slid it into the pocket. The rep ran multiple impedance tests and all came back normal. Based on this, both the rep and hcp think the impedances have resolved. The information is confirmed by the physician.